Event description:
In 2008, the patient reported that she believes there are air bubbles in her insulin cartridge and she is not receiving insulin. The patient is blind and there was no one to assist her. She stated this has been occurring for the past 2 weeks and she will disconnect from her infusion site and "test bolus" until she feels insulin drip from the end of the infusion tubing. This morning her blood glucose was elevated to 379 mg/dl and she bolused 4.5 units of insulin. Her normal blood glucose level is 150 mg/dl. Her most recent blood glucose reading was 163 mg/dl. She stated that she does not allow the insulin cartridge to reach room temperature prior to use. She was advised to use room temperature insulin. The patient was assisted with changing the insulin cartridge. Upon follow up five days later, the patient reported that her blood glucose has returned to normal. She stated that her brother assisted her with removing an air bubble from the insulin cartridge after the initial report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.